Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being observed. There were no patient consequences.

Event description:
New information received notes the patient presented in clinic and the maximum tracking rate was increased though no changes to sensing were made. No symptoms were observed. The patient was stable throughout.